Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation on july 27, 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas during a pseudocyst drainage procedure performed on july 26, 2023. During the procedure, the device was connected to the electrical connector on the handle; however, it was unable to deliver energy. Reportedly, blanching of the tissue was noted. A 15x10 axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.